Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported sensor is giving her a false reading. Customer's current blood glucose was 124 mg/dl. Customer stated that there have been two instances that her sensor glucose was below 40 mg/dl and her blood glucose was between 108 to 120 mg/dl. Troubleshooting was performed. Customer was advised about what may cause a false reading. No further information reported.